Manufacturer narrative:
The customer reports that the display on the bedside monitor is white then fades to black when turned on. The display and inverter board were both previously replaced by the customer. Patient data was still being monitored on the cns (central monitoring system). The device was returned for evaluation and the reported issue could not be duplicated. The device was returned with external damage to the rear enclosure and touch screen. Calls to the customer were made to determine if the customer was interested in replacing the main board, rear enclosure, touch screen, and touch screen packing. Calls from the customer have not been returned. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the display on the bedside monitor is white then fades to black when turned on. The display and inverter board were both previously replaced by the customer. Patient data was still being monitored on the cns (central monitoring system).

Manufacturer narrative:
The customer reports that the display on the bedside monitor is white then fades to black when turned on. The display and inverter board were both previously replaced by the customer. Patient data was still being monitored on the cns (central monitoring system). The device was returned for evaluation and the reported issue could not be duplicated. The device was returned with external damage to the rear enclosure and touch screen. Calls to the customer were made to determine if the customer was interested in replacing the main board, rear enclosure, touch screen, and touch screen packing. Calls from the customer have not been returned. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.